Manufacturer narrative:
Device analysis report attached. This report is submitted on may 06, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to incorrect electrode placement. The patient was reimplanted with another cochlear device during the same surgery.